Event description:
Caller reported experiencing a tandem mobi cartridge alarm, with a history of this issue occurring in the past. Technical support confirmed two cartridge alarm events in the pump's history on (B)(6) 2025 and verified that they both involved the same cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed critical limits. The customer independently replaced the cartridge before reaching out to tandem and was advised by technical support to remove the cartridge and deliver a nine-unit bolus, which completed successfully. The customer successfully reloaded a new cartridge and resumed insulin deliveries. The issue was considered resolved, with the customer understanding to contact support again if the problem reoccurs.